Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was observed to have been returned severed in three sections, a tip section of approximately 23 centimeters (cm), a mid-section of approximately 8 cm, and is-1 section of approximately 20 cm. The mid-section was returned with the stylet still inserted within the lead body. An x-ray noted damage of the tip section which was thought to have been induced during the explant procedure. Resistance testing of the is-1 and tip sections passed successfully, no testing could be performed with the mid-section due to the stylet. Laboratory analysis was unable to confirm the allegations made against the lead in the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise and exhibited a low out of range pacing impedance measurement of less than 200 ohms. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.